Manufacturer narrative:
An engineering eval was performed on the astral device data logs. A review of the data confirmed that a system fault, "battery inoperable" alarm, was triggered in the device. It was determined that the reported fault is a result of an oversensitive behavior between the battery charger circuit and battery. This type of system alarm will not affect the pt therapy should it occur during ventilation. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no pt injury reported for this incident. (B)(4).

Event description:
(B)(4).